Manufacturer narrative:
Product has not been returned for evaluation as of the date of this report. Complaint history check run on the lot yielded one (1) other complaint for an unrelated issue. Will continue to monitor.

Event description:
Consumer purchased a 10 pack of syringes, one of the syringes was missing a cap and he stuck his hand and leg. Consumer states, he is on a prophylactic course of medical for both hiv and hepatitis.